Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and low blood glucose level and insulin pump had blank display, insulin pump was dead and received failed battery alarm. The customer¿s blood glucose level was 400 mg/dl and low blood glucose level was 30 mg/dl and current blood glucose level was 280 mg/dl. The customer reported that the battery was not lasting for more than few hours and the customer was treated with insulin pump for high blood glucose level and low blood glucose level was treated with (B)(6). The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test and force sensor test. Device received with missing retainer ring and reservoir tube lip o - ring. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. No blank display or failed battery test alarms noted. Device trace download analysis confirmed the insulin pump alarmed power error, low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with minor scratched display window, case and keypad overlay.